Manufacturer narrative:
Trackwise ID#:(B)(4). The lot # 3000371967 record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
(B)(6) . Tw ID#(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device discarded

Event description:
The hospital reported while loading the equipment, hst iii system (3.8mm) seal did not fully enter the conveying device, and a part of it was exposed. It was replaced with a new one, and the operation was successful without causing any harm to the patient. There was not a procedural delay.